Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with some evidence of fluid ingression. The event history log showed that error code 1870 was recorded. A motor current test was performed. The customer's reported problem regarding "battery depleted alarm" was able to be duplicated. Simulated use testing confirms the battery depletion alarm because running the pump produces the battery depletion alarm with constant alarm. Pump boots up with 1870 error. The pump was opened and motor current measured greater than specification. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed an alarm that the battery is depleted. There was no reported injury to the patient.